Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545, name (B)(6). Street (B)(6). City (B)(6). State (B)(6). Zip code (B)(6). Zip four (B)(6).

Event description:
It was reported on 10-mar-2026 that patient experienced high blood glucose level and treated with correction bolus via pump.